Manufacturer narrative:
Additional information: the previously implanted stents were non-medtronic devices patient weight provided annex d code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during the heart catherization, the stent blockage was opened back up and a third stent was implanted in a separate location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported that the patient underwent balloon angioplasty via right radial access, to the mid left anterior descending artery (lad) which showed 80-90% in-stent restenosis to the two previously implanted stents, including the resolute onyx stent. A 6fr launcher guide catheter was used along with a non-medtronic (mdt) guide wire to cross the lesion. A 2.75 x 15 mm balloon was inflated serially at the lesion site to a peak inflation of 16 atm for 60 seconds. A second 3.5 x 15 mm balloon was inflated serially at the lesion site to a peak inflation of 18 atm for 60 seconds. Post percutaneous coronary intervention (pci) of the mid lad showed 0% stenosis timi 3 flow. A second lesion was found in the mid ramus artery exhibiting 70-80% stenosis. Again, a 6fr launcher guide catheter was used along with a non-medtronic (mdt) guide wire to cross the lesion. A 2.75 x 15 mm balloon was inflated serially at the lesion site to a peak inflation of 18 atm for 30 seconds. A non-mdt 3.0 x 16 mm drug-eluting stent was deployed at the lesion site. A 3.5 x 8 mm balloon was inflated to post-dilate stent proximally. Post pci of the mid ramus showed 0% stenosis timi 3 flow. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a resolute onyx coronary drug eluting stent implanted after presenting with a heart attack. It was indicated that the resolute onyx stent was implanted inside a previously implanted stent which was implanted several years previously. Approximately 8 months post implanted of the resolute onyx stent the patient suffered another heart attack which was contributed to a 90% blockage in the previously implanted onyx stent. The blockage was noted during a heart catherization one day after the patient presented with a heart attack.